Event description:
The customer stated he has four drop leaf shelf support assemblies broken on the bassinets at the area attaching the shelf bracket to the side of the carts.

Manufacturer narrative:
The account has repaired the bassinet using a drop leaf shelf service kit.